Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported positioning failure of inability to grasp the leaflets. The tissue injury appears to be related to procedural condition of the inability to grasp; therefore, attributed to procedural condition. Tissue injury is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is being filed to report the leaflet damage requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. One clip was successfully implanted without issue. A second clip delivery system (cds) was advanced to be placed medial to the first implanted clip. Several grasps attempts were attempted however the mr increased. The posterior leaflet was noted to be damaged due to the grasping attempts. The cds was removed and replaced with a new one. The third clip was placed successfully in the a3p3 area, reducing mr to 1-2. The mean pressure gradient was 6mmhg. The physician was satisfied with the results. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.